Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, early elective replacement indicator (eri) alert due to telemetry lockout was observed. Programming change was made. The patient was stable.

Manufacturer narrative:
The reported field event of no pacing, wireless communication problem, incorrect measurement was confirmed. Device was received with no telemetry and battery was at eol level. Device was cut open to find high current drain. Analysis isolated high current drain to hybrid and additional testing of hybrid showed that cause for high current drain is consistent with failure of ic, which resulted in the reported anomalies of longevity measurement due to premature depletion. No pacing and no rf telemetry is consistent with device being at eol voltage level.

Event description:
New information received notes that the patient fell at home and was hospitalized due to the fall. Loss of right ventricular capture was also noted due to failed output of the device. The device was explanted and replaced on (B)(6) 2021. The patient was stable after the procedure.